Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device lot number not provided/unknown reporter's last name not provided/unknown. Device not returned.

Event description:
It was reported that the locator abutment (iloa004) fractured inside of the implant. The fractured piece was stuck in the implant and the patient was sent to another medical office for the removal of the fractured piece. Tooth location 11.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Zest per#: (B)(4). The complaint and product associated has been received, reviewed, and evaluated as required by zest dental solutions complaint process and applicable regulations. Based on zest's evaluation of the returned product, there was no change in reportability for the reported item. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The following sections have been updated: device available for evaluation change 'no' to 'yes.' Device evaluated by manufacturer: change 'no' to 'yes.'

Event description:
No further event information is available at the time of this report.